Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while inserting dynamic hip plate (dhp) plate on a patient, one 26mm cortical screw broke. The shaft of the screw was left on the patient and broken part was sent to be reviewed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Other relevant history: hard cortical bone in humerus, poly drug abuser: alcohol, drugs. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.